Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, several stored non-sustained right ventricular oversensing episodes were noted on the implantable cardioverter defibrillator. Post-paced t-wave oversensing was also noted on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable.